Event description:
It was reported that the patient presented in clinic for follow up. In the catheterization laboratory it was observed that the left ventricular lead had dislodged. The lead was explanted and replaced on (B)(6) 2015. The patient was doing well after the procedure and would continue to be monitored.

Manufacturer narrative:
(B)(4).